Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 194 and 188mg/dl. The customer's expected fasting blood glucose test result range is 100 to 110mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 171 and 194mg/dl. The test strip lot manufacturer's expiration date is 01/22/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set correctly): 171mg/dl (B)(6) 2016 02:44 pm fasting: yes; 137mg/dl (B)(6) 2016 01:44 pm fasting: yes; 138mg/dl (B)(6) 2016 03:37 am fasting: yes; 131mg/dl (B)(6) 2016 05:35 pm fasting: yes; 128mg/dl (B)(6) 2016 03:35 am fasting: yes.